Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2018 during an unknown procedure, an inserter for titanium elastic nails was not tightening and grabbing correctly. The surgeon mentioned the product was not working correctly. There was no patient consequence reported. It is unknown if there was any surgical delay. Concomitant device reported: titanium elastic nails (part/lot unknown, quantity unknown). This report is for an inserter for titanium elastic nails. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was conducted: part: 359.219. Lot: 9564239. Manufacturing site: (B)(4). Release to warehouse date: (B)(6) 2015. The device history record shows this lot of 24 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. The instrument was received with the reported condition of ¿device interaction (2+ devices) unable to assemble: rm¿. The following investigation flow were performed: damage: visual (appearance not as expected). Visual inspection performed at customer quality (cq) observed that shows some superficial damage that would not impact the functionality of the device. A functional test was performed, and the device was able to close/open and no issues were observed. The device was able to tighten and release. This was repeated five times and in each instance no issue was noted. The given complaint condition not agree with the returned device condition as the complaint could not be replicated with the returned device and therefore is unconfirmed. A definitive root cause could not be determined as no issue was noted. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.